Event description:
The customer ran two blood tests on the contour next link meter. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. No product was expected to be returned for evaluation and no product was replaced.

Manufacturer narrative:
The serial number was not provided, so the manufacture date could not be determined.